Event description:
It was reported that during patient ventilation, the et-tube got disconnected from the y-piece. The user stated that the babylog 8000 did not give any alarm. The pt was cyanotic - cardiac massage and manual ventilation with bag was necessary.